Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9680152, serial/lot #: none. A manufacturing representative went to the site to preform a system check out. It was reported that there were parts replaced and the system was able to function as intended. Product analysis was completed on the bulkhead cable and it was noted that the returned connector has one side wall broken out and bent and broken contacts inside the connector confirming the physical damage. 10,180,4307 are associated with system check out and device return. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the pins were bent in the bulkhead connector and were unable to load exams. No patient present.